Manufacturer narrative:
(B)(4). Evaluation: results - visual inspection of the returned product found half of optic and a loop haptic bent torn off and missing. There was evidence of clear surgical residue. (B)(4).

Event description:
The reporter stated the surgeon inserted an aq2015a silicone aspheric three piece lens. Lens was noted to be torn after insertion into the eye. Lens was removed with no patient injury. The incision was not enlarged and no suture was used. Another same model lens was used. Tech error in loading into cartridge.